Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump suddenly kept on beeping and the medtronic logo kept on beeping and got a flashing red light in front. Customer reported insulin pump had flashing display. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.